Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4) additional information: h6 component code: g07002 - device not returned additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration?=nothing was medical or surgical intervention required?=no was there any special diagnostic test performed?=no what is the status of the surgeon injury today?=no problem was it difficult to break the ampoule (was extra force needed to break the ampoule)?=unk was the ampoule crushed repeatedly?= unk can you identify the lot number of the product that was used? Please perform and document the follow up attempt for product return=the device has been received at sukagawa and will be shipped. Bleeding occurred, but no additional tests were performed and the bleeding subsided. After that, there has been no problem with the surgeon. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown respiratory surgery on an unknown date and topical skin adhesive was used. When the surgeon cracked the glass ample, the surgeon injured his hand on the protruding glass. Further details are not provided . There were no adverse consequences to the patient bleeding occurred, but no additional tests were performed and the bleeding subsided. After that, there has been no problem with the surgeon. Additional information has been requested.